Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had received a critical pump error. The customer's blood glucose level was 329 mg/dl. The customer was swimming and he received an open book image on the insulin pump screen. He was assisted in troubleshooting. The customer reported that the insulin pump was going really loud and then he performed self test and got hardware low level failures error. He tried performing self test again and received battery failed alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify pump error 63 or failed battery test alarms due to critical pump error (open book image) alarm.